Event description:
It was reported that during a laparoscopic nephrectomy procedure, the device fired crooked and wouldn¿t hold the clip. The rep believes it was a malformed clip. It is unknown which firing the event occurred. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality the device was cycled and ejected eight clips, then fed and formed three clips as intended. Finally, it locked out as intended. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4).